Event description:
It was reported the device was dropped and the lcd (liquid crystal display) lens is cracked and the ring is missing. The rf (radio frequency) head was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal lens, upper case, lower case, two side bail covers, and ring cover are broken. Analysis also found the ring is missing, battery release is contaminated, and battery contacts are compressed. (B)(4).